Manufacturer narrative:
Conclusion: no conclusions can be determined without an investigation being performed as no sample was returned. (B)(4)

Event description:
"During CT excessive air was noted around the heart."